Manufacturer narrative:
The field complaint of the transmitter having no power and burnt green contact strips was verified. The visual inspection verified that the green contact strip on the alternating current (ac) power adapter was burned; further inspection upon opening the ac power adapter revealed burned components on the front and back of the main printed circuit board (pcb), no other damage present to the transmitter. The original ac power adapter was replaced to test the transmitter with the ac power adapter tl# 60018111. The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s caused the merlin@home transmitter to not power on. The surge protection safety feature causes the power supply to stop functioning, making the unit non-operational. In conclusion, the transmitter functioned as designed once the burnt ac power adapter was replaced with the testing ac power adapter. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
Correction: device availabe for evaluation should have been apr 26, 2022.

Event description:
It was reported that no power was observed on the transmitter and the power adapter was found to have burnt prongs. The product was replaced. There were no reported patient consequences.